Event description:
A medtronic representative reported that, while in a computed tomography (CT) fluoro lumbar fusion procedure, the software unexpectedly became unresponsive. The surgeon had placed the first screw and the medtronic representative was changing the views to anterior posterior (ap), lateral and video. A c-arm image was taken to confirm screw placement when the software was found to be unresponsive. A re-boot of the navigation system restored normal function. An empty image and ap/lateral image was taken and the surgery proceeded as planned. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws.a medtronic representative, following-up at the site, reported this was the first navigated spine surgery for this surgeon and the surgeon wanted to perform a comparison of the navigation system with real-time c-arm imaging. Images were transferred from the c-arm to the navigation system via video cable and the screen was split into three - allowing the surgeon to see anterior posterior (ap), lateral and video (c-arm) images.no parts have been returned to manufacturer for analysis.